Event description:
Drive devilbiss healthcare was notified of an incident by the provider that an end user was using a motorized scooter in a parking lot when the device went over a "concave" bump and the entire unit fell over. The end user's leg was scratched/cut. The wounds became infected and the user was admitted to the hospital for cellulitis. The device is being returned for evaluation. An update will be filed if additional information becomes available.